Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the water in the air filter could not be concluded although it can presumed that water vapor in the air condensed inside the air filter. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the air filter had water enter during reprocessing. There was no patient harm associated with the event. The device was evaluated, and it was found that it is unclear what kind of water was entering via the leaking check valve, which could of affected reprocess ability. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There was an additional finding of water entering via the leaking check valve, which could have affected reprocess ability. There are no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.